Event description:
It was reported that a patient presented with low r wave sensing noted on the patient's implantable cardioverter defibrillator. In appropriate shock was noted due to incorrect interpretation of signal. Sensing issue was noted on the discrimination channel. Corrective programming changes were made. No adverse patient consequences were reported.